Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 45 white reload staple line leaked requiring the patient to undergo subsequent procedures. The initial procedure was completed robotically with the dv5 da vinci system. During the initial procedure, after dividing the bowel out and placing the bowel side to side creating the enterotomy, a white sureform 45 reload was used to create the anastomosis. This was the 7th fire of the sureform 45 stapler instrument. Then the enterotomy was then sutured closed with a vicryl suture. There were no error messages produced or pauses for compression during the firing sequence. The staple line looked complete, and no bleeding occurred. The initial procedure was completed robotically with no intraoperative complications. Within 24 hours the patient became septic and required a subsequent dv5 robotic procedure. During this procedure it was found that the back side of the anastomosis entire length of the white reload staple line became undone, causing a leak. There were no other complications with any prior reloads that were completed during the initial procedure. A small bowel resection was required, an additional three staple loads were used to divide, a new anastomosis was created and hand sutured for reinforcement. The patient was then brought back one week postoperatively for an additional xi system procedure. Additional fluid was drained along with lysis of adhesions. The patient is currently discharged home with IV antibiotics and is expected to fully recover.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigation. An advanced stapler log investigation revealed the following: logs show the sureform 45 stapler (pn 480445-04, ln k12240913-0426) was installed on the system 8 times and fired 7 reloads (4 blue, followed by 3 white). On installs 1-5 and 7-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 6, the lockout mechanism was detected. No clamping or firing was performed on that install. After the 8th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.